Event description:
Missing segments in the results display on the advantage system glucose meter were identified by the manufacturer's evaluation laboratory on product returned by the customer. The customer made no allegation of missing segments and no adverse event related to the missing segments was reported.